Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during an oral surgical procedure at the user facility, the saw was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an oral surgical procedure at the user facility, the saw was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation the motor and the rotor were found to be corroded. Increased friction due to corrosion is a probable cause of the reported overheating.